Event description:
Device evaluation: the balloon catheter had no damages and the balloon was unfolded. The strain relief was removed and the device inflated to nominal pressure when a leak was detected in the hub.

Event description:
The physician was using an admiral xtreme pta catheter for pre-dilatation of a lesion in the sfa. No resistance was encountered at time of balloon insertion. There was no friction with the guide wire, guide catheter or introducer sheath. The device was inspected prior to use with no abnormalities noted. However, it was reported that, when the balloon was inflated to 9 atms, the physician noted a leak in the connector. The leak occurred when they inflated the balloon inside the vessel, and pressure was dropped, the leak was in the point of connection between the y connector to the shaft balloon. The device was removed and the procedure was completed with a new balloon. It was reported that the event did not affect the patient. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (based on information available no root cause can be determined).

Manufacturer narrative:
Result: presence of a channel in the glue evaluation code. Conclusion: presence of a channel in the glue.